Event description:
The customer reported that during an exploratory laparotomy while working on the omentum, when the instrument was activated, the button stayed in the activated position and continued to activate. There was no tissue damage or pt injury. A second device of the same type was used to complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.